Event description:
Additional information was received from the manufacturer representative (rep). It was reported that both of this patient¿s leads were replaced today. Impedances wnl intraoperatively and post operatively. The patient's explanted leads will be sent back once they are released by the hospital.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that when the patient turns on their controller they get settings not available [59] on their screen. The patient stated the issue started probably 6-8 weeks ago, and the stimulation intensity will decrease, but will not increase. The patient stated they have tried looking in the manual to try resolve the settings not available [59] screen. Patient services reviewed screen meaning, and asked for the ins battery level. The patient confirmed the ins is charged to 90%. The patient stated that group a was currently active (where the patient was seeing settings not available) and switched to group b. The patient confirmed seeing settings not available on group b, and switched to group c. The patient stated they were able to increase the stimulation intensity on group c "two points" before settings not available appeared once more. The patient then stated that they don't really need to increase the stimulation right now, but wanted to address it before they were in a situation where they needed to increase, but couldn't (because of settings not available) appearing. The issue was not resolved. Patient services forwarded a message to the field. No symptoms were reported.  Additional information was received from the patient via a manufacturer representative (rep). It was reported that the rep received an email that the patient had reached out to tech support, because he was receiving an error message that his settings weren't available. The rep met with him in michigan as that is where he lives and ran an impedance check on his lead. Electrodes 0, 3, 5, 7, 8, 9, 10, 12-15 are all marked as do not use. The rep was unable to program around the impedance issues. The patient was asked if he had recently been in a fall or had an accident and he said he had not. He said that the error message was recent. The rep stated that they do not cover the hospital or physician that implanted the patient's system, so the rep sent an email to the local rep for further follow-up. The issue was not resolved at the time of the report. It was asked, but unknown whether surgical intervention was planned.